Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. The surgeon tried to fire the device on the lung but it would not fire. The case was completed using another device. Patient status is alive, no injury.